Event description:
During a pfa procedure, the volt pfa catheter was inserted into the sheath and with each aspiration attempt, air was taken out of the syringe. The catheter was removed and the sheath was replaced. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.